Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, it is likely that user technique and/or an interaction with patient anatomy contributed to the reported device failure to cycle/needle to cuff miss suture retrieval issue. There is no indication of a product quality issue.

Event description:
It was reported that a venous closure of a common femoral vein was attempted with a proglide device with a 7f sheath after an ablation interventional procedure. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.